Event description:
Shunt was implanted in april, 1997 and revised on 09/02/97. Patient complained of headaches. A shunt-o-gram was performed and dye was exiting the valve at great speed. Physician believes that the membrane on the delta chamber was stuck open causing overdrainage.